Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, this pt's performance started to decrease in 2004. The pt became a non-user of her cochlear implant. Integrity testing performed in 2007 revealed 10 open or short circuit electrodes. Cochlear recommended explantation/reimplantation surgery. No surgery date has been provided.